Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose reading of 243 mg/dl, with the cause not determined, and was using an inset 23" 6 mm infusion set at the time; troubleshooting was performed and replacement supplies were arranged, followed by education and a guided full supply change with transition to a contact detach infusion set, after which insulin delivery was resumed and glucose improved to 147 mg/dl. Customer care provided support that included remote troubleshooting and user education. Investigation of this case revealed an undetermined cause of elevated glucose with no device alarms and no confirmed device malfunction, with improvement after the supply change and set swap suggesting a potential infusion site or consumable issue, though not confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution without alarms, alerts, or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.